Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following results:a review of the black box showed a sudden voltage drop on 03/20/2014. The pump powered normally during testing. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect or moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).